Manufacturer narrative:
Follow-up #1: date of submission 05/11/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 04/27/2016 with the following findings: a review of the pump black box and alarm history showed a call service alarm occurred. During investigation, the pump alarmed with a call service (cs 069) during power up. The call service 69 failure was written to the black box as a call service 87 failure. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Unrelated to the complaint, investigation revealed that the display had segments missing and a vertical line through the left side of the display screen. A failed display flex was found during investigation. A test display was installed and the display was found to function properly. (B)(4).

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 087 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.